Event description:
I have a very strong bite. I was able to fit the device decently, but within 10 days it came apart. Is this normal? Very disappointed. While it lasted it was just fine - worked very well. Dear rest assured: enclosed you will find a my input and request for assistance. I purchased the rite aid "extra comfort night protector" on (B)(6) 2013, and it is a package consisting of two night protectors and one storage case. I have fit the two mouth protectors properly, to the best of my knowledge. The problem I have encountered is that they have simply fallen apart. I have a pretty strong bite, and the two pieces of each of them have separated. I need to have the device, and would sincerely appreciate any assistance you might find helpful. At the moment, though, all I have two of the hard pieces, and two of the soft pieces. I am concerned if I try to sleep with only the soft piece in my mouth I will bite right through it. Thank you for your kind help.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.